Event description:
Curved ils stapler misfired and the anvil was stuck proximally in the large colon above the anastomosis. Additional open exploration of abdominal cavity for retained anvil was necessary. Instrument saved for additional inspection. Mechanical problem.